Manufacturer narrative:
D.2 product code was entered incorrectly on initial manufacturer device report number 1220648-2025-30070.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella rp flex was supporting for a cardiogenic shock patient. During support, the pump came out of position and wave forms look to be in the right ventricle. The pump was malpositioned so it was removed and replaced. The patient's outcome is stable.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.